Manufacturer narrative:
The t:slim g4 user guide states, "always make sure that the correct time and date are set on your system. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly reset. In addition, the pump time and date were inaccurate. Reportedly, the pump had been powered off, and the pump time was not adjusted upon turning the pump back on. Customer's blood glucose level was 218-242. The customer was not connected to the pump at the time of the report; therefore, the cartridge was not reloaded onto the pump.